Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The root cause of the reported phenomenon could not be identified. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Considerations] based on the following investigation results, omsc presumed that the phenomenon occurred due to the loosening of the switch screw. The cause of the loose screws cannot be identified. -from the evaluation results of olympus china, it was confirmed that the switch screws were loose and that the problem was resolved after retightening. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and confirmed the reported phenomenon. It was found that the switch screw of the subject device was loosened, and it was resolved by retightening its switch screw. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented..

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the power switch of the subject device could not be pushed at the unspecified timing. There was no report of patient injury associated with the event.